Event description:
The tip of the cemented stem impactor broke off in the hip femoral stem device during impaction. The surgeon was unable to remove the tip of the cemented stem impactor from the femoral stem device, and as a result the tip of the impactor remained in the implanted hip stem.

Manufacturer narrative:
The instrument was examined visually and using an electron microscope. Visual examination revealed impact marks on the instrument. Mushrooming was more extensive on one side of the tip. Misalignment was most likely the contributing fator causing fracture and mushrooming. Sections from the instrument were prepared metallographically to determine any anomalies in the hardness and/or microstructure. Hardness using the rockwell 30n scale was determined to be 63 to 64 for the most distal and most proximal sections. The hardness and microstructure of both samples were typical. In conclusion, the instrument most likely failed due to the combination of misalignment of the tip, shape of the tip in relation to the insertion hole, and high impact load. The investigation has now been closed.